Event description:
2 implants were placed 03/20/97. 1 became painful, infected, and developed a radiolucency upon x-ray. Patient did not smoke, drink, or have any other contraindications. One person affected.